Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. Since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and since the device was not returned for evaluation. And the customer confirmed, the device is working. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer would not provide any further information, except that the device is working as expected. And there was no impact to the patient and/or user.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center displayed an error code e333. There were no reports of patient or user harm.